Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on our current tracking, there are no adverse trends for this reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation.; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. Although no sample was returned, complaints of a similar nature have been investigated. The root cause of complaints investigated for message code could not be determined conclusively. The investigation team did not find any special-cause variation during the cassette or manufacturing process on returned complaint samples that were known to cause system message. The analysis of the investigation did not find a defect localization to a specific lot or manufacturing period. Action was taken to determine root cause and implement corrective actions based on an observed trend for complaints of a similar nature. To address root cause, a team of manufacturing and engineering teams gathered to investigate the cause of message code. An investigation was also initiated with the console manufacturing site and although no root cause could be confirmed by the cassette manufacturing site, the console manufacturing site will continue to investigate system message. As no root cause or potential root causes was identified related to fluidics management system (fms) cassette, no corrective and preventative action plan resulted. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cassettes are failed, error 164 was displayed and occlusion could be heard during cataract surgery. The procedure was completed after replacing the product with another one. There was no patient harm.